Manufacturer narrative:
Based on the available information the final root cause for the failure in shape development remains unknown. The visual and functional investigation show no deviation all qc criteria are within specification. Shape development variations in braided occluders are generally considered unavoidable. Factors such as wire tension variability, material properties, device flexibility, and the dynamic interactions between the braided wires complicate the manufacturing of occluders with identical wire interactions. These inherent complexities make it difficult to reproduce the reported issue.

Event description:
We were informed about an incident that occurred during the preparation of an atrial septal defect device for a procedure (asd). The device was removed from its packaging, and upon attempting to load it onto the cable, it was noted that two wires were protruding from the device. The device did not come into contact with blood, and the mesh inside the device was not visible in its optimal shape. Furthermore, the device itself appeared compromised due to the two wires extending outwards from its sides.

Event description:
We were informed about an incident that occurred during the preparation of an atrial septal defect device for a procedure (asd). The device was removed from its packaging, and upon attempting to load it onto the cable, it was noted that two wires were protruding from the device. The device did not come into contact with blood, and the mesh inside the device was not visible in its optimal shape. Furthermore, the device itself appeared compromised due to the two wires extending outwards from its sides.

Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record.